Event description:
It was reported that during a scrotal exploration (inguinal approach) procedure that with a tourniquet around one of the testicles while using the bovie in the area of the tourniquet was getting warm. The tourniquet got so hot that it cauterized some of the vessels resulting in the patient losing a testicle. Procedure was completed using the same set up.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Serial number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: when it was stated ¿patient losing a testicle¿ was the testicle surgically removed during this procedure? Was the testicle surgically removed during an additional procedure? Does the surgeon believe there is there an alleged deficiency to the megasoft pad that led to ultimate outcome and if so why? What generator was being used? What power levels was generator set to? What was the pencil that was being used? (What is the product code)? Are there any photos of the injury that you could share with us? If yes, please send to (B)(6). How was the patient positioned? Is the megadyne pad currently being used in the facility. If no, why not? What is the current status of the patient? How was the room set up to include patient set up and where was the pad in relation to the patient? Was there anything between the patient? What was the tourniquet that was used? What name brand of the tourniquet? Where was the exact placement of the tourniquet? What was the material of the tourniquet? Was the tourniquet a conductive tourniquet? Was the tourniquet in direct contact with the megasoft pad? What was a timeline of event intraoperatively that lead to the decision to remove the testicle? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 7/22/2022. Additional information was requested, and the following was obtained: the bovie pencil used was rocker switch pencil ((B)(4)). The generator used was an ft-10 with the settings on 30-30. The patient was in supine position with a single drawstring sheet over the megasoft pad. The tourniquet used was a penrose, which doesn't have any metal components. The patient's testicle was removed during the case. The room was set up as normal for this particular case. The pad was removed from the bed the following day and I have requested it be sent back for inspection.

Manufacturer narrative:
(B)(4). Date sent: 8/9/2022 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the 0845 pad was returned with no apparent damage and with two cables connected. The pad and cables were functionally tested with a multimeter and performed as expected. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.